Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient's right atrial (ra) lead showed intermittent undersensing. The sensitivity of the ra lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.